Event description:
Admitted with 3 yr history of aortic stenosis with progressively worsening shortness of breath. Pre-operative studies showed enlarged left atrium and left ventricular hypertrophy. To or on 4/11/96 for replacement of aortic valve with mechanical prosthesis and valve. Post operatively had poor right ventricular function and severe cardiac dysrhythmia. Suggested inferoposterior and right ventricular myocardial infarction. Pt died on 4/13/96 of massive myocardial infarction. Cause thought to be user error or migration or intra-operative displacement of sutured valve by intra-operative left atrium catheter insertion.